Event description:
In (B)(6) 2009, the physician placed a cook endoscopy peg 24 percutaneous endoscopic gastrostomy set. On (B)(6) 2009, an endoscopy procedure was performed on the pt (reason not specified). During the procedure, the physician observed the internal dome of the feeding tube was reportedly misshaped and had partially disintegrated. The feeding tube was removed and a replacement feeding tube was placed. (Note: this device is not a permanent implant and requires periodic evaluation. Periodic replacement may be required). A foreign object did not have to be retrieved from the pt. No additional medical procedures were required due to this observation. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
The date of implant is unk, but the initial reporter indicated the feeding tube was implanted in (B)(6) 2009. Evaluation: we could not confirm the report because the product said to be involved was not returned to cook endoscopy for evaluation. We could not conduct a review of the device history record or conduct a sample test from this lot because the lot number was not provided. After a review of the account ordering and shipping history, the lot number could not be determined. A review of the twelve month complaint history for this product family was conducted. In the past twelve months, there have been no other similar occurrences. Therefore, this report represents an isolated occurrence. Based on this review, the likelihood of this type of report is remote. Conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The info provided indicated the feeding tube was left in the pt for approx 9 months. This could have contributed to the reported observation. The instructions for use for this device contain the following precaution: peg replacement is recommended every three months or at the discretion of the physician. Long term contact between the internal dome and the pt's natural bodily fluids found in the stomach could have contributed to the reported occurrence of damage to the internal dome. If the feeding tube does not receive proper maintenance during the time in place, this could contribute to internal dome damage. The pt care manual instructs the caregiver to flush the peg tube with 30-50 cc of water every 8 hours and before and after each feeding/administration of medication. Prior to distribution, all peg 24 percutaneous endoscopic gastrostomy sets are subjected to a visual inspection to ensure device integrity. Corrective action: no corrective action warranted at this time because this report could not be verified. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no further action is warranted at this time. This observation represents an isolated occurrence. The likelihood of this type of occurrence is remote. Customer quality assurance will continue to monitor for complaint trends.